Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported on (B)(6) 2025 that a patient experienced hypoglycemia requiring them to go to the emergency room (dr grosheny) on (B)(6) 2025. The patient's blood glucose level was not provided, but it was stated that the patient experienced hypoglycemia, loss of consciousness, and convulsions after sending themselves an unspecified meal bolus (it was mentioned that it was a typical bolus for the patient however) at approximately 2:00pm. The patient¿s partner administered baqsimi and called 911. The emergency services arrived and transported her to the (B)(6). It was unspecified how long the patient wore the pod prior to this experience, but it was located on the abdomen. It was unspecified if any other treatment was provided. The patient was discharged from the emergency department during the same night she arrived. The patient¿s pod was removed, and a new one was applied the evening of (B)(6) 2025. The patient¿s doctor alleges both the pod and the personal diabetes manager (pdm) were both likely at fault for the event. No further information was provided. This case is for the pod. The pdm is documented in insulet reference case # (B)(4).